Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for non-sustained lead noise due to sensing latency on the discrimination channel was observed. Reprogramming was recommended.